Event description:
The customer reported the system failed to properly save pt image data to the hard drive. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.